Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot ==> a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to unexplained pain after total knee. As surgeon worked patient up sed rate and crp were elevated suggesting infection. As surgeon was outside the guidelines for a poly exchange and I&d, surgeon chose to perform a one stage revision with a dual set up. Tissues looked normal and were sent to pathology to find 0 white cells/hpf. Implants were removed and bone interface was noticeably soft. Revision components were placed after preparation and a thorough I&d was performed. Antibiotic beads were also placed. Cement was from depuy but no records are available as it is hospital inventory and thus not on any of paperwork. Doi: (B)(6) 2021; dor: (B)(6) 2021; right knee.